Event description:
During a cto pci procedure, left femoral artery access was obtained. The access site was successfully pre-dilated with a 6f sheath immediately before pre-closure was attempted with a proglide hemostasis device. The deployment was unsuccessful and attempts to remove the device from the patient were unsuccessful. FDA safety report ID# (B)(4).